Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). Bd received the sample from the customer facility for investigation. The sample was evaluated and the customer's indicated failure mode for cap malfunction with the incident lot was observed.

Event description:
It was reported that the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes had a crooked cap.